Event description:
Caller reports area surrounding electrical contacts of this inform meter is melted. She also reported the inform base in which this meter was used was similarly damaged. No adverse event reported. A request was made for the return of the base and meter, replacements sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Inform base reported in medwatch with identifier (B)(6).